Manufacturer narrative:
The unit was returned for evaluation. The unit in question is within all manufacturers' specifications, the alleged incident reported could not be duplicated.

Manufacturer narrative:
The unit has been returned for evaluation. If any new information is discovered, a followup report will be submitted.

Event description:
Incident occurred (B)(6) 2019 at 23:20. An unintended depletion of the home lox vessel occurred. The home lox vessel was delivered (B)(6). Filling from home lox vessel to stroller was performed at 18:00 (B)(6). It has been done as usual but after filling there was a whining sound from the vessel. No "overfilling" has occurred, the patient interrupted the filling when the sound was changing or after approximately one minute. The patient perceives that the sound decreases and after 30 minutes from filling the patient leaves the room. When the patient returns to the room the home lox vessel was empty and the vessel was "very icy". Before filling the patient has wiped the df valve. The patient fills the stroller at most once a day. No injury to the patient.